Manufacturer narrative:
Stricture (narrowing of the esophagus) is a known potential adverse event in endoscopic ablation therapy and may occur regardless of whether or not there is a device malfunction. The physician reported that the stricture was procedure-related. Stricture successfully dilated to 20 mm.

Event description:
Therapeutics became aware of adverse event on 23 may 2018: subject was initially treated with the cryoballoon system on (B)(6) 2018. No issues with the device were reported during this treatment. Subject reported dysphagia (i.e., difficulty swallowing) during day 7 phone call on (B)(6) 2018 (onset date of (B)(6) 2018). Subject underwent esophagogastroduodenoscopy (egd) on (B)(6) 2018 where stenosis was observed at 43 cm measuring less than 1 cm (in length) and was traversed. A through the scope (tts) dilator was passed and the stricture was successfully dilated to 20 mm with a cre balloon dilator.